Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4). Note: after troubleshooting customer is satisfied with the meter. Customer want to replaced only the strips. Declined meter replacement.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 197 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 125 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 136 and 132 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Back to back results of 136 mg/dl and 132 mg/dl are non-fasting. Back to back testing was performed with a new vial of test strips lot # mt1807 and results obtained were acceptable to customer. Customer was not sure how long strips lot # mt1576 had been opened and they were stored in the bathroom. Customer satisfied with the meter.